Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was not impacted. Reportedly, the customer was using apidra insulin within the cartridge. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Insulin deliveries were successfully resumed.